Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and consumer regarding a patient with an implantable neuro stimulator (ins) for spinal pain. Health care professional (hcp) reported that patient is charging too often. Patient stated that the ins is not charging and never held a charge. Hcp was looking for direction on how to assist the patient. Troubleshooting not possible due to lack of device. Patient also reported that poor communication screen on their patient programmer. Patient cannot communicate with implantable neuro stimulator recharger. Has not felt stimulation since (B)(6) 2017 and last time successfully charged was (B)(6) 2017. Patient reason for not charging was because of difficulty recharging. The last charge session was more than one to three months ago. Patient was redirected to hcp to address possible over discharge. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient just needed a representative to restart their device since it had been more than 6 months since they charged. No further complications reported.